Event description:
It was reported by a customer in (B)(6) that, during patient use, the e360 ventilator generated a 'knocking' sound. The patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer reported that the alarm speaker was replaced. However, the noise remained. The audio printed circuit board (pcb) output pressure wave form was inspected. An intermittent spike wave form (-600 to +800mv) was confirmed. When the normal alert was generated, the wave form became normal around +/- 200mv. When this audio pcb was installed into another device, the same condition was confirmed. Additionally, the normal audio pcb was installed into the device, which corrected the issue. (B)(4).